Manufacturer narrative:
(B)(4). When additional testing was performed, the service engineer verified the reported complaint. When the device was turned on, the touch screen worked intermittently. The lcd display and inverter printed circuit board were replaced and the device passed all testing. The reported event was duplicated.

Manufacturer narrative:
Covidien reference number: (B)(4). Technical support recommended performing the lcd calibration. The customer reported the target rotated on its own, calibration could not be saved and the calibration failed. The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and an unrelated issue was found. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator touchscreen intermittently worked. There was no patient involvement.